Event description:
The customer reported that the system intermittently displayed a communication failed error and would not boot up properly. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery was evaluated and replaced. The ps1 power supply, gib and ffb board were reseated. The system was tested and found to be working as intended and returned to service.